Event description:
The novasure disposable device was inserted into the patient's endometrial cavity to perform the cavity integrity assessment test, and the operator stepped on the novasure foot switch once. Upon completion of the test, the green led light flashed on (located on the rf controller) and without the doctor pressing the foot switch again, the ablation cycle started. The operator was not expecting the ablation cycle to start automatically. 126 watts of power were administered for a total of 124 seconds. There were no adverse effects to the patient. The novasure disposable device was removed without difficulty. Inspection of the endometrial probe revealed good cauterization on all surfaces of the probe. The novasure system was sent to biomedical engineering for testing. The hologic representative inspected the unit for proper operation and it passed inspection. The representative's opinion was that the operator may have inadvertently placed the unit into automatic mode (vs. Semi-automatic mode). (To operate the system in the automatic mode, the user is to press the enable button located on the rf controller prior to beginning the cavity intregrity assessment test. To operate the system in the semi-automatic mode, the user is to not press the enable button prior to beginning the cia test.)====================== manufacturer response for ablation system, novasure ablation system======================see occurrence description.